Manufacturer narrative:
D10: concomitants: 170-36-03 - biolox delta femoral head 36mm od, +3.5mm, (B)(4). 186-01-58 - integrip cc, cluster 58mm, g3, (B)(4). 188-01-04 - wedge plasma x/o sz 4, (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that an 80 yo male patient, initial right hip arthroplasty on (B)(6) 2016, underwent a revision procedure on (B)(6) 2023, approximately 6 years 5 months post the initial procedure. The patient presented to the surgeon¿s office with pain, stiffness, and dissatisfaction with their right total hip. Upon examination, the patient had presented back with a recalled gxl liner. The patient underwent an acetabular liner exchange and a femoral head exchange. They were revised to exactech devices. The event was not related to any device breakages. There were no surgical delays. The patient was last known to be in stable condition following the event. No patient history/comorbidities provided. No device returns anticipated, the implant was sent to the lab and legal at the hospital. Device images and x-rays were provided. No further information.

Manufacturer narrative:
Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.